Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17-23 mg/dl. Customer attempted to address low bg with glucagon injections. Customer ultimately went to the emergency room and was admitted to the intensive care unit for the low bg and blown veins. Customer was treated intravenously with fluids of saline and insulin. Customer was released the (B)(6) 2022 with no permanent damage. Tandem technical support confirmed with the customer that customers pump was working as intended and insulin delivery was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.